Event description:
Boston scientific (bsc) received information that this pulse generator in association with the non-bsc transvenous right ventricular (rv) lead exhibit some noise oversensing. It was not known if pacemaker inhibition had occurred. During the revision procedure to address the lead issue, several torque wrenches were utilized as the lead would not come free from the device header. The same issue occurred in attempting to remove the non-bsc right atrial lead. The boston scientific local area sales representative noted that there was a ratcheting sound when the torque wrench was applied to the setscrews. The boston scientific technical services consultant suggested applying hepranized saline, then instructed on how to cut the device header once it became clear that the setscrews were not going to loosen. There were no reported adverse patient effects associated with this clinical observation. The integrity of the leads was in question. The physician planned to implant a whole new system on the patient's other side, as a result.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis determined that the device had normal telemetry operations, as well as normal pacing and sensing functions. A review of the device's memory revealed that a rate fault reset was stored in the reset counter. Laboratory testing has shown that the auto lead detect feature can cause a rate fault reset to occur, due to the max tracking rate protection not being initialized. This type of reset occurs prior to lead attachment. Once a lead is detected, the auto lead detect feature will be disabled, allowing the max tracking rate protection to be initialized, preventing the rate fault resets from occurring. This behavior does not have any impact on the therapy provided to the patient as it only occurs prior to lead attachment. Inspection also confirmed that the atrial setscrew seal plug had no evidence of adhesion. Root cause was isolated to inadequate seal plug adhesion. Manufacturing enhancements have been bfc intrusion due to missing seal plug caused difficulty in removing the lead. Analysis also determined that this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.